Event description:
Boston scientific received information that this patient's home monitoring system transmitted a high, out-of-range (oor), shock lead impedance for this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) was detected. The patient was evaluated in clinic, and there was a gradual increase in the shock lead impedance measurement over the last year from 65 ohms to 124 ohms. Some values were now > 125 ohms. Boston scientific technical services (ts) was consulted and further testing was done, and it was discussed there may be a distal coil issue. However, best test of the system would be 1.1 j and maximum energy synchronized, commanded shocks. The plan was to monitor. Another remote transmission was then received for the same observation. It was reported that the physician requested to see the patient in the clinic again to discuss options with the lead. At this time, the system remains in service and no adverse patient effects were reported.

Event description:
Additional information was that the observation of high, out of range, shock lead impedances continues, and at this time the plan is to monitor. There have been no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the shock lead impedance measured greater than 135 on remote monitor transmissions, as well as, in the clinic. Therefore, surgical intervention was performed where the lead was disconnected from the device and reconnected. The shock lead impedance values were then within normal range. However, the physician chose to implant a new right ventricular (rv) lead, and this right ventricular (rv) lead was surgically abandoned. The ICD remains in service. No additional adverse patient effects were reported.